Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin had leaked into the cartridge compartment of the infusion device. The patient experienced elevated blood glucose levels of 300 mg/dl to 500 mg/dl. Patient was hospitalized from (B)(6) 2016 and diagnosed with ketoacidosis. While in the hospital, cartridge was changed three times but the cartridge compartment was wet every time. Patient was given insulin via pen, name of insulin and dosage is unknown. The insulin cartridge and infusion device were requested to be returned for product evaluation.